Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: see scanned table. The caller also alleged discrepant results when compared with the repeated test results. The test results are as follows: 2008, inratio: 1.6. Same day 1.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see scanned table. The test ID 1, 2 and 3, are within the confident limit as per internal procedure, tr#0150 rev.2. As per internal procedure, if the inratio valve and lab value are within the confident limit, no investigation is needed. As per the internal procedure tr#0150 rev.2, and the product will not investigated. Patient also performed repeated test (precision test). The reading and calculation are as follows: see scanned table. As per internal procedure tr#0150 rev.2 section 8.2, %cv of 20% or less the acceptance criterion is met. The % cv is 9.43 which less than 20% and meets the acceptance criterion. Product will not be investigated.